Event description:
It was reported that the guide wire was placed in the intended lesion, and an unknown coronary balloon was advanced. Resistance was felt on the guide wire and the balloon was pulled back. It was noted that the polymer coating had come off the guide wire. The guide wire was removed and the procedure was completed with a different guide wire. There was no patient injury reported. This is being filed based on the returned product evaluation.